Event description:
This complaint is now reportable based on the analysis completed on 13aug2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 3.0x15mm target lesion contained a significant bend >45 and <90 degrees and was located in the mildly calcified proximal left circumflex coronary artery (lcx). A 16mmx3.00 model-liberte bare was advanced to the lcx; however, the device was unable to cross the lesion despite several attempts. The device was removed from the patient and the procedure was completed with another different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 18cm distal to the strain relief. The break is consistent with excessive force having been applied to the shaft, possibly occurring as a result of the physician's failed attempts to cross the lesion. No other damage was visible along the length of the device. No issues existed with the profiles of the crimped stent or tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).